Event description:
Literature: vrba I, kozak j, koran m, knotek p, stetkarova I. [Bio-psycho-social assessment of neuromodulation analgesic treatment of pts with failed back surgery syndrome (first part)]. Bolest. 2008; 11(4): 207-214. Summary: this article presents the use of neuromodulation analgesic methods (both stimulation and drug delivery) for the treatment of failed back surgery syndrome (fbss) in 36 pts, who failed conventional medication management and successfully fulfilled the trial period. Twenty-four pts were implanted with neurostimulation systems with one electrode, 2 pts were implanted with neurostimulation systems with two electrodes, and 12 pts were implanted with a pump system. Reportable event: three pts experienced damage to the electrode. No pt treatment or outcome was reported.

Manufacturer narrative:
Customer report was confirmed. The proximal electrode exhibited a full open condition at the tip. Distal electrode was continuous. No visible damage to catheter body. Catheter body was cut open and the proximal leadwire was found damaged/broken at the 3 cm area. Insulation was not found on the leadwire.

Manufacturer narrative:
Two possible lot numbers were reported: 58678841, expiration date: 03/01/2001; manufacture date: 03/30/200958700374, expiraiton date: 05/01/2001, manufacture date: 05/15/2009approximate age of device : 58678841, 5 monthsapproximate age of device: 59700374, 3 months

Event description:
C-cc-pc - pacing dificulties; it was reported that the physician was inserting the pacing catheter on a female patient that was coding, the catheter would not pace, changed pacing box and didn't work then went to different cable. Cable didn't work, then finally changed the cathter from different lot number and worked fine. There were two catheter boxes in the room, and the customer is unable to determine the exact lot number of the affected catheter. Two possible lots - 58678841 and 58700374. Customer does believe the catheter came from the first lot number, have used catheters from second lot number and they worked fine. There were no patient complications.